Event description:
Healthcare professional reported valve was removed due to thrombus on leaflets. One cusp removed for pathology at the hospital to culture for possible endocarditis. Valve was replaced with a homograft.